Manufacturer narrative:
The reported event was lead dislodgement. As received, a partial lead was returned in two pieces. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Event description:
Related manufacturer report number: 2017865-2023-36777, 2017865-2023-36778 it was reported that the patient presented in clinic with dizziness. The right ventricular lead exhibited loss of capture, low pacing impedance and oversensing due to noise. The atrial lead also showed oversensing due to noise. During lead revision, fracture was noted on the right ventricular lead, and the left ventricular and atrial leads dislodged. All leads were explanted. The patient was stable.